Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks following device implant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5031703. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20609611. UDI: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. The explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason.